Event description:
Twenty-two y/o male, unconscious with co poisoning, was on a ventilator and admitted for hyperbaric therapy. Pt received 1 hb therapy with a 500a hyperbaric ventilator and chamber. Following therapy, pt placed back on other standard ventilator. Pt returned from ICU for second therapy. Hb ventilator set to new settings by rt and it was realized ventilator was not exhaling. Pt removed from hb ventilator and placed back on standard ventilator.